Manufacturer narrative:
Evaluation summary: visual examination of the returned device found that balloon section of the catheter separated next to the proximal bond. The distal end of the distal shaft appears distorted and the proximal end of the balloon section appeared bunched. Results: the catheter separated when it became stuck in a non-standard, modified rotating hemostatic valve (tuohy). Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. In this event, the separated component was retrieved without further incident.

Event description:
Initial complaint description: dr felt resistance after procedure after he dilated lesion. He removed and rewrapped the catheter to make sure it was ok, then got hung up with this re-insert. Pulled back, working end of the catheter was not there. Tried to take out the base of the guide and was hung up and could not remove in which at that time the end of the catheter broke off. He then removed the guide from the tuohy, disconnected the two, balloon catheter was sitting right there on the wire. He then removed from wire safely. F/u complaint description: lad bifurcation lesion. Lad treated with angiosculpt with nice results. After procedure completed, physician attempted to pull out angiosculpt, with some resistance felt, but it got struck in tuohy. At that point, physician pushed angiosculpt back into the guide, re-inflated and then deflated. After deflated, physician attempted to pull out angiosculpt again, but felt resistance again. Physician didn't want to lose guide wire position. Pulled very hard to take angiosculpt out. At that point, therapeutic distal end separated from catheter. Physician then removed entire system, disconnected tuohy from angiosculpt, reconnected and then stented lesion.